Manufacturer narrative:
B5 and h6.

Event description:
Correction: the ra lp had no issues with being programmed, the programmer just could not interrogate it. This was resolved be rebooting the programmer.

Event description:
It was reported that the patient presented in clinic for an ablation procedure. Post procedure, the right atrial leadless pacemaker (ra lp) displayed an error message due to a false recommended replacement time (rrt) flag. As a consequence, the ra lp could not be programmed. The patient was asymptomatic. The ra lp was reprogrammed successfully. The patient was stable throughout the procedure.